Manufacturer narrative:
Philips service replaced the sibbox unit and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a latency issue with the sibbox unit causing a restart on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.